Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief was detached from the luer, and the luer was not returned. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, a flushing test was not possible because the luer was separated. Microscopic analysis of the catheter was performed to observe the adhesive between the parts. With the help of an ultraviolet (uv) light, separation of the strain relief/luer could be seen. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
Reportable based on returned device analysis completed on 22 august 2025. It was reported that there was a malfunction with the farawave catheter flushing port. The catheter was replaced, and the procedure was completed with another farawave catheter. No patient complications were reported. The catheter was returned for analysis. However, analysis of the returned device revealed detachment of the strain relief, indicating the extent of the reported damage.